Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has not used the insulin pump for three months. The insulin pump would beep but nothing appeared on the screen. Customer's blood glucose level was not reported. The insulin pump had a blank display. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and a constant audio tone watchdog alarm, the problem was isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked case at the reservoir tube window corners.